Event description:
After the lens was inserted into the eye using the delivery device, particulate was seen. The lens was removed and the eye was cleaned. Another lens was implanted.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00227 for intraocular lens used with this delivery device.